Event description:
Boston scientific received information that this right atrial (ra) lead had displayed increased thresholds with loss of capture at max outputs. An echo concluded the lead had become dislodged one day post implant. The lead was repositioned successfully. There were no adverse patient effects reported.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.